Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer when using the the bd vacutainer® eclipse¿ blood collection needle there was a defective safety shield. The following information was provided by the initial reporter. The customer stated: "several pink shields on product 368607 are falling off or not engaging on the product."

Manufacturer narrative:
After additional review, this report is a duplicate report of MFR # 1024879-2022-0031. This event has been over-reported.

Event description:
It was reported by the customer when using the bd vacutainer® eclipse¿ blood collection needle there was a defective safety shield. The following information was provided by the initial reporter. The customer stated: several pink shields on product 368607 are falling off or not engaging on the product.